Manufacturer narrative:
Age at time of event: 70's. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2016-10517. It was reported that a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A 21mm watchman ® laa closure device & delivery system was inserted into the watchman ® access system. The closure device was deployed; however it was too proximal so it was fully recaptured. It was noted that physician did not think that the first closure device contributed to the effusion. Another 21mm watchman ® laa closure device and delivery system was then inserted into the watchman ® access system. After this closure device was deployed, they noticed fluid on the echocardiogram and a small pericardial effusion was noted. They watched the patient for about 5 minutes and noticed that the effusion was growing. They decided to perform a pericardiocentesis and drained about 800ml of fluid. The patient then experienced a drop in blood pressure. Since they were unstable, they decided to surgically repair a small tear in the laa. It appeared that the tear may have been caused by the feet of the closure device. The patient was transferred to the intensive care unit (ICU) and is currently stable.